Event description:
It was reported that the patient with this pacemaker had an infection. Reportedly, the patient was supposed to have an upgrade but an abscess was found on the back. There were no additional adverse patient effects reported. As of this time, the pacemaker remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that the patient with this pacemaker had an infection. Reportedly, the patient was supposed to have an upgrade but an abscess was found on the back. There were no additional adverse patient effects reported. As of this time, the pacemaker remains in service. Additional information indicates that the pacemaker was explanted due to therapy upgrade or downgrade. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that the patient with this pacemaker had an infection. Reportedly, the patient was supposed to have an upgrade but an abscess was found on the back. There were no additional adverse patient effects reported. As of this time, the pacemaker remains in service. Additional information indicates that the pacemaker was explanted due to therapy upgrade or downgrade. There were no additional adverse patient effects reported.